Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, device history record, instructions for use(IFU), quality control (qc), visual inspection and functional testing of a device from the same lot returned was conducted for the purpose of this evaluation. Only one device from the complaint lot was returned and it was unopened. A functional test of this device resulted in a circumferential separation, as well as, longitudinal splitting on the distal end of the catheter tip. The material was brittle in nature as a result of material failure. Additional unopened stock was also returned. A functional test of these devices using a 0.035" wire guide did not note any material failures. Qc performs a pull test on each order received and verifies the surface of catheter is free of damage and excess bumps or roughness. The wire braided catheter surface must also be free of exposed wires and that the distal tip/endhole is rounded smooth, not thin, slanted or out of round. No splits, nicks, damage, excess material or debris present. This product is shipped with an IFU which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Measures have previously been taken to address this issue. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Information was initially provided that although date of events are unknown, on 2 separate procedures, the tip of the pigtail catheter (from the same provided lot), separated in the patient. In both cases, the catheter tip was successfully retrieved by snaring. Neither patient suffered adverse events as a result, but both patients procedures were extended by 30 minutes each as a result of the tip separation. Additional information received 21sept2015 confirmed that one of the devices did not make patient contact as initially reported. It was advised that the tip separated when it was removed from the package. Patient outcome has been requested, however it was not provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Information was initially provided that although date of events are unknown, on 2 separate procedures, the tip of the pigtail catheter (from the same provided lot), separated in the patient. In both cases, the catheter tip was successfully retrieved by snaring. Neither patient suffered adverse events as a result, but both patients procedures were extended by 30 minutes each as a result of the tip separation. Additional information received 21sept2015 confirmed that one of the devices did not make patient contact as initially reported. It was advised that the tip separated when it was removed from the package. Patient outcome has been requested, however it was not provided.